Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. Based on the reported information, the investigation determined the reported failure to advance and core separation appear to be related to operational circumstances of the procedure. It is likely that during advancement through the 100% totally occluded anatomy resulted in the failure to advance and likely caused the guide wire to kink. Additional manipulation of the wire with the guideliner likely resulted in the reported separation while in the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch ((B)(4)) received states: "describe the event or problem: patient was having stent supported angioplasty of the left circumflex vessel, ivus of the left circumflex vessel, ivus of the rca for 100% occlusion of the left circumflex. Dr. Tried to put in a guildliner catheter; however, the guideliner catheter would not advance. Tried to adjust the bmw wire; however, he realized that the wire was broken, so the wire was removed. However, there was a portion of the extending into the aorta that was broken off in the vessel. Tried multiple techniques to try to remove the wire over a 3 hour period but could not snare it. What was the original intended procedure? Patient was having stent supported angioplasty of the left circumflex vessel, ivus of the left circumflex vessel, ivus of the rca for 100% occlusion of the left circumflex. What problem did the user have (check all that apply): device failed (e.g. Broke, couldn't get it to work or stopped working) additionally, it was reported that the patient went to surgery and the wire was successfully removed. There was no reported adverse patient sequela. There was no additional information provided.